Manufacturer narrative:
Device was not received so physical evaluation was not possible. DHR was reviewed. No issues found relating to the nature of the complaint. Lot was reviewed and no issues found contributing to the nature of the complaint. Lot met release requirements. No nonconformances in the lot are related to the nature of the complaint. Historical data review performed on this part number and lot number revealed no additional complaints received and three in-process qc inspection non-conformances for unrelated issues. The current complaint rate is 0.05% expulsion/migration can lead to death or serious injury but is often a result of external, non-device factors. The investigation could not establish a link between the device used the complaint reported. The device needs to be returned and radiographic imaging provided to establish the root cause.

Event description:
It was reported that this was a tlif (l4/5) for spinal stenosis on (B)(6), 2023. Based on preoperative measurements, the planned size of a product was to be around 13 mm. The affected site was opened in the order of 7 mm, 8 mm, 9 mm, 10 mm, 11 mm, and 12 mm using a disk spreader. The surgeon determined that it would be difficult to use a product with a height of 11 mm or larger because of abnormal nerve root running. The surgeon done a trial and determined to use the t-pal with a height of 11 mm. After inserting the t-pal, compression was applied with screws. The surgery was completed successfully with no surgical delay. After surgery, the patient had symptoms, and when diagnostic imaging was performed, it was found that the t-pal was backed out. Due to contact between the t-pal and the nerve, it was decided that an emergency reoperation would be performed on (B)(6), 2023. No further information is available.